Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event three months after the initial diagnosis. Treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Dianeal therapy was reported to be ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).